Event description:
It was reported that the implantable cardiac monitor (icm) penetrated back through the incision site. A new device was implanted. No patient complications have been reported as a result of this event.